Event description:
Boston scientific received information that the right ventricular (rv) defibrillation lead was exhibiting increased pacing lead impedance measurements of greater than 3,000 ohms with increasing threshold measurements, which appeared to be from a lead fracture. The implanting physician determined that a new lead would need to be implanted and with the latitude remote monitoring system was recording daily lead measurements, the physician reprogrammed the device to monitor only, as the patient has not received tachy therapy with this device and lead system. It was also noted that this patient had recently had experienced extracardiac muscle stimulation. During the revision procedure, it was found that the rv lead rate/sense leg was fractured, which the implanting physician capped. A new rv pace/sense lead was successfully implanted. Following the defibrillation threshold testing, the new rv lead impedance measurement was greater than 3,000 ohms with threshold measurements at 4.5 v at 0.5 milliseconds. The pocket was reopened and both set screws were found to be stuck in the open position. A non-torque wrench was used to tighten the set screws, resulting in impedance measurements at 535 ohms and threshold measurements at 0.4 v at 0.5 milliseconds. No adverse patient effects were reported with this clinical observation. The device was later explanted for an unspecified reason.

Manufacturer narrative:
At this time, the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.